Event description:
Complaint rec'd reporting a disconnect/chemo leakage incident with use of z3642 microclave clear connector and carefusion primary pumpset. It was reported "pt receiving ara-c continuous infusion running via hos l dl PICC. Pt pressed call light to notify rn that chemo had been disconnected from his PICC from his clear auto clave. Chemo spill kit was obtained and spill cleaned up as per instructions... Onc attending notified and new bag was made by pharmacy to make up for chemo that was lost." The report indicates there was unprotected chemo exposure and delay in critical therapy.

Manufacturer narrative:
Device return: one packaged carefusion (B)(4) smartsite infusion set was returned. The involved z3642 connector or same lot sample was not returned for analysis and confirmation. Mfrs investigation: visual and dimensional analysis of the returned carefusion set mating luers recorded no abnormalities or dimensional incompatibilities. Functional and performance tests were conducted utilizing in-house micro-clave clear connectors and the returned carefusion set. The results recorded no mating/attachment retention issues, flow issues or leakages were replicated when tested to the applicable product specifications. Add'l engineering evals were performed in attempts to replicate the reported attachment issue. The reported documented that when the carefusion smartsite infusion sets spin collar was not attached/threaded all the way on the microclave stop (ring) threads a disconnection did occur. It is best to attach the male luer of the carefusion set onto the microclave first and then attach (rotate) the sets spin collar on until secure/tight to the stop (ring) of the microclave. Lot build review: a review of the mfg lot build database for the reported lot # 33-768-sl (mfg date 10/2013) shows (B)(4) units were mfg, tested, inspected, and released. There were no exception documents generated during the lot build. Findings: engineering testing and analysis of the reported product issue with in-house microclave samples and the returned packaged carefusion set did not record any performance or functional non conformances. As the involved devices were not returned for analysis and confirmation, the exact cause(s) are unk.